Event description:
It was reported that during a lap splenectomy procedure, the tissue pad melted. They got a new device to complete the procedure. There was no patient consequence.

Manufacturer narrative:
Information anticipated, but unavailable at this time.